Event description:
Physician reports the catheter is kinking during insertion and is softer than usual. The device was replaced. No patient harm reported.

Manufacturer narrative:
(B)(4). The customer did not return a complaint sample; however, they supplied two photos showing an arterial catheter. Visual analysis revealed that the catheter appears slightly bent/kinked; however, this cannot be officially confirmed due to the quality of the photos. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "care should be exercised that the catheter is not inadvertently kinked at the hub area when securing catheter to the patient as this may result in catheter damage, breakage and loss of arterial monitoring capabilities. Do not apply tape, staples, or sutures directly to the catheter body to reduce risk of damaging catheter, impeding catheter flow, or adversely affecting monitoring capabilities. Secure only at indicated stabilization locations." The report that the arterial catheter became kinked could not be officially confirmed through examination of the customer supplied photos. The images show that the arterial catheter was slightly bent; however, it cannot be officially confirmed if a kink was present due to the quality of the photos. A device history record review was performed, and no relevant findings were identified. The probable cause of the catheter kinking could not be determined from the supplied photos, and without the actual sample returned for analysis. Teleflex will continue to monitor and trend for exports of this nature.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
Physician reports the catheter is kinking during insertion and is softer than usual. The device was replaced. No patient harm reported.